Event description:
It was reported that the implantable cardiac monitor (icm) implant caused the patient discomfort and was sticking up. The patient was brought in and the physician performed a revision procedure to resolve the issue. The device remains in service. No adverse patient effects were reported.